Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed to unlock. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d device single use, dev. Serviced by a 3rd party, device available for eval and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that srm was failed. The field service engineer (fse) replaced the latch, reseated it and rebooted the system to resolve the issue. The fse also identified that the pyxibus cable was loose and replaced with new one and also reseated the barcode scanner cover as the cable was loose. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager failed to unlock. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.